Manufacturer narrative:
(B)(4). The initial date of the event occurrence was reported as an unknown date in (B)(6) or (B)(6) (no year reported). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the event was not reported. On an unknown date, the patient was hospitalized for the peritonitis event. Treatment details not reported. On an unknown date, pd therapy was discontinued and the patient was switched to hemodialysis. The patient's recovery status and outcome of the event were not reported. No additional information is available.